Event description:
It was reported by facility¿s biomed department, the nim response 2.0 keeps increasing the stimulus automatically whether user has the incrementing probe plugged in or not. Facility tried unplugging the patient interface box and rebooting system, issue persisted. Stimulus keeps increasing to 30ma.

Manufacturer narrative:
This device is used for therapeutic purposes.(B)(4). Product has not been returned for evaluation by manufacturer. Method - no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.